Event description:
The customer tested her blood glucose using her contour meter and received a reading of 193 mg/dl. Her glucose was also tested using a lab test and that result was 93 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned.